Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4610 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported broken micro introducer. When they were going to insert the microintroducer into the vessel, it didn't go in and then the nurse saw that it was fan/broken in the gray piece. No harm to the patient.

Event description:
It was reported broken micro introducer. When they were going to insert the microintroducer into the vessel, it didn't go in and then the nurse saw that it was fan/broken in the gray piece. No harm to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microez microintroducer was confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. The sheath had not been split and the dilator was present. Deformation on the sheath tip was noted. Microscopic inspection of the deformation revealed a region of the tip to be bunched inwards. The bunching created a slight bulge in the material. Based on the characteristics of the damage, possible contributing factors include advancement against resistance and inadequate skin knick. Since the deformation present suggests a difficult insertion was experienced, the complaint is confirmed but the exact factors remain unknown. The product instructions for use (IFU) contains information which may have prevented the reported issue. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guide lines concerning the use of a safety scalpel prior to making incision." H3 other text : evaluation findings are in section h.11.